Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm, rewind anomaly and unexpected battery power loss anomaly due to buttons not responding. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin had rewind anomaly. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump rewinds slower and sometimes buttons need to press twice. Troubleshooting was not performed. The insulin pump will not be returned for analysis.